Manufacturer narrative:
No product malfunction. Based on details provided to the manufacturer it is not possible to determine the exact cause of the infection. The cause of infection can be multifactorial, including but not limited to implant sterility, medical facility instrument care, and medical facility cleanliness/sterilization protocols.

Event description:
Patient brought in for wash out, surgeon elected to do a full single stage revision of components along with antibiotics.